Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The break in aseptic technique was further described as touch contamination. The peritonitis was manifested by cloudy effluent and "not feeling well." The patient was not hospitalized for the event. On an unknown date, the patient was treated with intraperitoneal (ip) fortaz and vancomycin (doses and frequencies not reported) for the event of peritonitis. On an unknown date, the patient was treated with a loading dose of ip vancomycin of 1.5g, then ip vancomycin (1 g every 3 days), and ip ceftazidime (1g daily) for peritonitis. On an unreported date, the patient was retrained on aseptic technique. At the time of this report, the patient was recovering from the event of peritonitis. Dianeal and extraneal therapies were reported to be ongoing; however, the patient¿s doctor reportedly has advised the patient to remove his catheter and switch to hemodialysis therapy. No additional information is available.